Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Corrections to form 3500: evaluation summary: analysis confirmed the reported loss of telemetry, and the device did continue to pace. The cause of the telemetry loss was identified as a fractured solder connection.

Event description:
Asku